Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see h.10.

Event description:
It was reported the unspecified bd wingset experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The splatter event occurred 1 time. An additional unknown event occurred 1 time. The following information was provided by the initial reporter. It is reported that customer "experienced blood splatter and reports wingset doesn't work on newborn's. Facebook comment received, - "I prefer the old butterfly or vacutainer this one when you remove it splash an also it doesn't work an newborn's ." Email received has two negative comments left on a bd facebook post. This complaint (pr 2109988) is for facebook user (B)(6). The second negative comment was from facebook user (B)(6) which was filed and related under (pr 2110125).

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified bd wingset experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The splatter event occurred 1 time. An additional unknown event occurred 1 time. The following information was provided by the initial reporter. It is reported that customer "experienced blood splatter and reports wingset doesn't work on newborn's. (B)(4) comment received, "I prefer the old butterfly or vacutainer this one when you remove it splash an also it doesn't work an newborn's." Email received has two negative comments left on a bd (B)(4)post. This complaint ((B)(4)) is for (B)(4) user (B)(6). The second negative comment was from (B)(4) user (B)(6) which was filed and related under ((B)(4)).